Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per review of wo on 16feb2026, there was no patient involvement.

Manufacturer narrative:
Initial reporter complete phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause identified as a mixing pump failure. The device was evaluated upon receipt. During the equipment test, the t4 temperature drops normally to around 4 to 6c. However, even when the mixing pump command is set to 100 percent, the water temperature does not increase. The mixing pump is currently not operating properly and needs to be replaced. Replaced a mixing pump. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out of box failure. No additional actions are needed. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per review of wo on 16feb2026, there was no patient involvement.